Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the cracked protective power switch cover and ac inlet damage could not be determined. However, the issues were likely, the due to repetitive use wear and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: found air gauge became loose due to a worn out air joint unit and connector socket, found 4 suction feet at the bottom with weak suction force, found the top cover and the main chassis were rusted inside, and found air pressure was low due to a faulty air pump unit and found the tubing was of old type. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the maintenance unit is loose to put on and take off leakage tester; where the leakage tester cord goes into the unit, the connection was loose you can hear a hissing sound. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received. The device was returned to olympus for a device evaluation and found the power switch at the front was damaged with a cracked protective cover and the ac inlet at the rear was damaged with a crack. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.